Manufacturer narrative:
A device history record review was performed on the part # 03.010.475, lot number # 7719526. Manufacturing location: (B)(4), manufacturing date: 09 january 2012. No non-conformance reports (ncr's) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product development investigation was performed. It was reported that the tip of the driving caps had broken off into the 03.010.486 insertion handle under two separate events (03.010.523/lot 8751016 under complaint com-(B)(4) and 03.010.475/lot 7719526 under complaint com-(B)(4)). The complaint was able to be confirmed. The entire insert tip had broken off of the weld of part 03.010.475 while only the distal threads of the 03.010.523 cap had broken off. Both fragments remained lodged in the returned insertion handle. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Replication of the complaint is not applicable as the driving caps were received broken. A visual inspection, device history record review, and drawing review were performed as part of this investigation. This complaint is confirmed. The returned 03.010.486 lot 8372827 insertion handle was received as a concomitant device without allegation or identifiable complaint condition and therefore an investigation will not be performed for this part. The 03.010.523 and 03.010.475 driving cap are instruments routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system per relevant technique guide. Relevant product drawings were reviewed: the design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receiving the device, it was found that the unknown device is a driving cap.

Manufacturer narrative:
It is unknown if there was patient involvement. This report is for an unknown instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken tip of an unknown device was found in the second hole of an insertion handle. The insertion handle was used during a procedure on (B)(6) 2017 where a driving cap broke in the first hole. Upon inspecting the insertion handle on a later date, a broken tip of an unknown device was found in the second hole. It is unknown if there is a case or patient involvement. No additional information is available. Concomitant device reported: radiolucent insertion handle for expert nails/100 mm (part 03.010.486, lot 8372827, quantity 1). This report is for the unknown broken tip found in the insertion handle. The event related to the broken driving cap is captured in linked complaint com-(B)(4). This report is for an unknown instrument. This is report 1 of 1 for com-(B)(4).